Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 3. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3207 ml, which met iipv criteria. Product surveillance contacted the nurse to notify the iipv found during the hc cycler evaluation. The nurse verified that hp did not report any draining issues or symptoms. Per nurse, hp has been doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). A review of the device logs revealed an increased intraperitoneal volume (iipv). The baxter product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. External & internal visual inspections revealed no problems. The cause of the iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow/ no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.